Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered morphine with concentration 50 mcg/ml as of (B)(6) 2017. The previously applied conclusion code (B)(4) remains applicable to the catheter only. The results code (B)(4) and conclusion code (B)(4) are applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump battery died and pump shut off. It was further indicated that battery was depleted. The date of the event was noted as (B)(6) 2017. The pump was replaced on (B)(6) 2017. The patient was without injury and had recovered without sequela. It was reported that the pump administered infumorph with concentration 10 mg/ml at a dose rate of 0.065 mg/day. Only the pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp did not shut off the machine. The machine was replaced.

Manufacturer narrative:
Analysis of the pump revealed end of service (eos) due to time progression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to an adverse event. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a required intervention. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; minimum rate via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump previously delivered saline. The date of the event was approximately (B)(6) 2017. It was reported the pump was programmed to off state (B)(6) 2017 for unknown reasons. On (B)(6) 2017 the physician was replacing the pump. A back table prime was done to the pump and the physician could not aspirate the catheter. The physician attempted to aspirate the catheter and it was occluded so he replaced the catheter too. No symptoms were reported. No further complications were reported.